Event description:
Facility reported that a pt fell out of the bath chair as she was being transferred out of the pool. Pt alleged a broken femur, pelvic fracture and stroke on the left side.

Manufacturer narrative:
Technician completed an evaluation of the bath chair and it was found to be working according to specifications. The bath chair is equipped with a seat belt to secure a pt in the chair during use. It was reported to us that the seat belt on the chair had not been applied to the pt during this transfer.